Manufacturer narrative:
Corrected data: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault and shallow anterior chamber. In a separate surgery, the lens was explanted and the problem was resolved. The cause of the event is unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. H6- health effect- clinical code: '4581- shallow anterior chamber' should be added. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge tube with residue/debris on product. Visual inspection found haptic bent and deformed. Discoloration of the lens surface. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault and shallow anterior chamber. In a separate visit the lens was explanted. The problem was resolved.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).